Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01202. This report is being submitted as additional information. Approximate age of device - 3 years, 3 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. Analysis of the submitted log files confirmed low flow hazard, low battery hazard alarms, and pump stoppages that appeared to be the result of the patient¿s driveline being disconnected; however, a specific cause for these events could not conclusively be determined. A direct correlation between the device and these events could not conclusively be determined. A low battery hazard alarm was also captured that appeared to be the result of the patient¿s batteries being partially depleted ¿ it appeared that the patient switched to batteries and supply voltage (rsoc) values continued to decrease until the hazard alarm became active. It should be noted that the driveline disconnect alarm became active following the low battery hazard alarm, which appears consistent with the account¿s report of a controller exchange. Pump stoppages were captured from this time through the end of the file; however, the account reported that the patient¿s current controller resumed pump operation with no problems. The pump speed remained above the low speed limit while the patient¿s driveline was connected and no other atypical alarms were captured. The pump appeared to be operating as intended. The hm ii lvas instructions for use (IFU) outlines pump speed, power, flow, and pi and contains information about powering the system, including how to check the battery charge status and how to switch power sources. The document contains information regarding the system¿s alarms (including low battery advisory, low battery hazard, and low flow hazard alarms). The IFU also explains that pi events may be initiated for reasons other than true suction events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. Finally, this IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This IFU and the hmii patient handbook explain that disconnecting the driveline from the system controller will cause the pump to stop. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that a pump stoppage occurred due to power source depletion. The system controller was exchanged, and pump function resumed after charged power sources were connected. Additional information was requested, but was not provided.